Event description:
User reports they have seen more than the usual number of high calcium results on pts. They received one discrepant high pt calcium result in 2009. The sample was repeated and the pt was not treated based on the erroneous result. The initial calcium result was 11.4, repeat was 10.1 mg/dl.

Manufacturer narrative:
The field service rep was unable to duplicate the issue or determine the cause. He performed precision studies, and observed analyzer operation to verify analyzer performance.